Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported inflation issue was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information

Event description:
It was reported that the procedure was to treat a non-tortuous and non-calcified de novo lesion in the mid circumflex artery. A 2.5x33mm xience prime stent delivery system (sds) failed to inflate. Additionally, the hypotube broke (separated). The entire sds was removed successfully and the procedure was completed with a new xience prime sds. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.